Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The returned device was connected to the tactisys quartz unit, and optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensors, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.

Event description:
During a supraventricular tachycardia procedure, a heart block occurred requiring pacing and isoprenaline. First, an accessory pathway on the left atrium was ablated. Afterwards, the patient still had an avnrt. For this for this ablation, the cool point tubing set of the ablation catheter was disconnected to perform an unirrigated ablation for avnrt. During ablation near the av node, the patient coughed and the catheter moved to the his bundle resulting in a complete 3rd degree av block. Pacing was started immediately. Circa 10 minutes after onset the av block 3 became av block 2. After further waiting the av block disappeared completely. Isoprenaline and stimulation testing afterwards was done and no permanent damage was found. The procedure was finished successfully and without further intervention. The patient was moved to intensive care for monitoring.